Event description:
It was reported that while in use on a patient, the 980 ventilator displayed "replace do not use" and the unit stopped delivering breaths to the patient. The patient was placed on an alternate ventilator and there was no harm.

Manufacturer narrative:
Additional codes added to h6 evaluation code result and component codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator displayed "replace do not use". The device was available for evaluation a service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the battery. The software was updated. The unit passed testing and operated within the manufacturing specifications at the time of service one battery was received on 2021-feb-23 at medtronic for further evaluation. Visual inspection observed no distortion or damage that would have affected the batteries function. When the battery was inserted into a test ventilator, the ventilator was found to not accept power from the battery when disconnected from wall power and the battery would not charge when the ventilator was connected to wall power. Communication could not be established. One breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was received for failure analysis. Error codes "loss of bd communication", "maximum msg delay exceeded", "post novram test", and "post error rolling thunder" were viewed in the logs. It was found that the error codes showed up after 3-4 hours after startup. Bd cpu pcba was ran for another 24 hours on normal ventilation mode with the same error codes appearing. It was found that the error codes showed up after 20 to 60 mins after startup. Reflow of solder on novram u1-u4 bga (ball grid array) ic (integrated circuit) was attempted unsuccessfully. On review of test conditions it's most probably a cold solder joint with a bga ic that only presented itself after the pcba boards temperature is raised. The elevated thermal cycles of changing parts u27 and u5 further decreased time to failure. The likely cause of the event was isolated to cold solder joints on a a bga ic in bd cpu pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code method, result and conclusion: h3 device evaluation summary: a service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the battery. The software was updated. The unit passed testing and operated within the manufacturing specifications at the time of service one battery was received on 2021-feb-23 at medtronic for further evaluation. Visual inspection observed no distortion or damage that would have affected the batteries function. When the battery was inserted into a test ventilator, the ventilator was found to not accept power from the battery when disconnected from wall power and the battery would not charge when the ventilator was connected to wall power. Communication could not be be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MFR site: report source: received uf report #(B)(4) on 2021-jan-15. Device evaluated by MFR: at this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator displayed "replace do not use" and the unit stopped delivering breaths to the patient. The patient was placed on an alternate ventilator and there was no harm.